Manufacturer narrative:
The complaint is not confirmed. One unpackaged 1280-000 serial/batch (B)(6) was received for investigation. The device arrived separate from the matting part. The returned device was visually inspected; no obstruction was found on the connector pad hole. Signs of wear were observed on the device. No related problem found.

Event description:
It was reported on 10/25/2022 by a sales representative via (B)(4) that an 0835-000 impactor pads threads broke off in the 1280-000 targeting guide. This was discovered during a case with no patient harm.